Event description:
Boston scientific received information that this right atrial (ra) lead exhibited elevated thresholds of 2.8 v @ 1.0 milliseconds. A revision procedure was performed to revise this patient's right ventricular (rv) lead. During the procedure, subclavian crush was noted on the lead. The lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.